Manufacturer narrative:
Analysis of the returned device confirmed the complaint. The malfunction reported is based on separation of the case and placement of the pc board. It was evident that the mechanical switch did not make contact in the center of the electrical switch, which prevents the mechanical switch from activating the electrical switch each time it was pressed. The review of the device history records and the trend analysis indicates that this is not a systemic problem. At this time, the complaint is considered to be closed.

Event description:
Codman originally received information from (B)(6) on (B)(6) 2004 indicating that the welding of the microject trail was off centered and caused power to fade in and out. Unexpected additional information received from the patient on (B)(6) 2004 revealed that the microject ws not infusing and that the patient had been directed to a hospital emergency room. Receipt of this additional information determined the device to have caused or contributed to a reportable event.